Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced five infusion set was fell off during use on 10-may-2024, on 12-may-2024, on 14-may-2024, and on 23-may-2024. Three infusion sets were used for 6 hours and 2 infusion sets were used for one and half day. Blood glucose level was reported between 180-200mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.